Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-4600-c, batch/lot number: 19412010, model/catalog description: suretek burr hole cover kit, gtin # (B)(4). Model number/catalog number: db-2201-45bc, serial number: (B)(6), batch/lot number: 16891177, model/catalog description: lead kit 45cm, unique identifier (UDI) # (B)(4). Model number/catalog number: db-2201-45dc, serial number: (B)(6), batch/lot number: 17120572, model/catalog description: lead kit 45cm, unique identifier (UDI) # (B)(4). Model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 16795972 and 16757005, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) # (B)(4). Model number/catalog number: db-1110-c, serial number: (B)(6), batch/lot number: 16647083, model/catalog description: vercise ipg, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced erosion, an open wound on the scalp, above the burr hole cover and underwent a full system explant. An infection was suspected, for which cultures were taken and confirmed bacterial infections of klebsiella oxytoca, raoultella ornithinolytica, stenotrophomonas maltophilia and haemophilus parainfluenzae; the patient was prescribed antibiotics and is doing well post operatively. No additional symptoms were reported related to the erosion or the infection. The devices were not returned to the manufacturer for analysis as they were all discarded by the facility.